Manufacturer narrative:
Investigation discovered the exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula measured out to be 1.3905", which is out of specification. Despite the damage observed on the exposed portion of the soft cannula, fluid was still able to flow through the complete fluid path during fluid path testing. No other damages were with the device that could affect insulin delivery. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, manual injection was administered.